Event description:
It was reported that the customer experienced diabetic ketoacidosis and a blood glucose (bg) reading over 1000 mg/dl. Customer delivered a bolus via the pump to address bg level. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.